Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, a tear in the capsule occurred due to discontinuity of energy and irregular vacuum. A three piece intraocular lens was implanted. The case was completed without further incident.

Manufacturer narrative:
The company service representative examined the system was not able to confirm or replicate the reported events. Unrelated to the reported events, the company service representative found system message (sm) [calibration failure] in the event log and disconnected the IV pole mechanism. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications in relation to the reported events; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).